Manufacturer narrative:
(B)(4). Batch #: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an endoscopic resection of rectum, the device would not fire farther after firing a little when severing rectal tissue on the first firing. The knife moved to the distal end, but could not return automatically. The knife reverse button would not work. Used manual override lever to return knife. Another device used to complete the surgery. There were no adverse consequences to the patient. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 9/1/2020. D4: batch #t5ek3y. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. A gst60d reload was received partially fired 1/16 and not loaded in the device. The bailout system was reset, and the returned device and cartridge reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the reload. The device opened and closed without any difficulties noted. Once the device completed the firing sequence, the knife returned home as intended. The knife reverse button worked properly during testing.